Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance (pm), it was observed that the device had a battery failure. Battery needs to be replaced. There was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site to perform preventative maintenance. It was confirmed that the battery failed and needs replacement. After further investigation, it was noted that the philips service engineer was not able to repair the device as the customer had declined quote for repair. It is unknown what the outcome of the service event was, and no further information was obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.